Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 had failed. The field service engineer (fse) found that the half-height drawer was not detected on the bus. The back of the unit was opened, connections were reseated, and debris was cleaned out. The front of the unit was opened, cubie pockets were removed, debris was cleaned from the trays, and electrical contacts were cleaned. All connections were reseated. The unit was rebooted, firmware was updated, and the system was tested and confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 failed. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.